Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for routine follow up. The right ventricular lead exhibited increased capture threshold decreased r-wave sensing amplitudes, and decreased lead impedance. Lead dislodgement was suspected. The lead was explanted and replaced and the patient was in stable condition following the procedure with no complications.

Manufacturer narrative:
Analysis was normal. No anomalies were found.